Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, loss of vision, loss of consciousness and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 -( device mfg date) was incorrectly documented in the initial report. This correction has been made.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness, loss of vision, loss of consciousness and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.